Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for diabetic ketoacidosis with a high blood glucose level. The customer's blood glucose was 230 mg/dl when they checked out of the hospital. The customer stated that they experienced symptoms of high blood glucose because they were talking insulin without food which led to the hospitalization. The customer did not want to trouble shoot the pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.